Event description:
Information was received indicating that a smiths medical cadd prizm pump was reported to have shocked a patient. There was no patient harm. The shock was noted to have occurred at approximately at 2am. There were no reported adverse events.